Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
Separate needles fired but did not return samples. Needle position was good on uss. Four passes were made instead of the usual 2. The patient had major haemorrhage and a CT showed a pseudoaneurysm. This was embolised. Approx 15% renal tissue infarcted. Clot in the collecting system due to the bleeding caused obstruction of the kidney and a nephrostomy was required. The patient is now slowly improving.

Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. One opened, used sample was returned for evaluation. The device were able to fire successfully; however, visual inspection confirmed that the unit included bent cannula tips and a damaged pincer that would have prevented the device from taking samples successfully. Cannula and pincer damage can be the result of hitting hard or calcified tissue, handling of the device during use, such as tilting the needle to extract the sample onto a slide, or during reinsertion into a coaxial needle. The IFU states to "advance a biopince¿ co-axial introducer needle, using standard technique, to a position proximal to the lesion. Position the adjustable needle stop proximal to the skin. Note: if used without co-axial guidance, an incisional dermatotomy is recommended prior to activating the biopince device through the skin." The biopince device is not designed to puncture the skin and the pincer will be damaged if used in this manner. Additionally, the IFU cautions to "verify integrity of needle before cocking instrument and after firing(s). If needle is damaged, appropriately discard the entire device and prepare a new instrument." Based on the physical investigation, this complaint was most likely the result of damage received in the user environment. During manufacture, biopince devices are inspected under optical magnification for proper cannula-pincer gap distance, proper pincer, and proper cannula shape. The devices are also test fired during production to ensure that it will function properly.